Event description:
Medtronic received information that this bioprosthetic aortic valve was explanted and replaced after approximately three years of service due to deterioration, possible calcification, and thickening of the leaflets. There were no adverse patient effects reported.

Manufacturer narrative:
Device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the device was received in a clear solution, 0.2% glutaraldehyde, in an explant kit. All leaflets are still due to brown thrombotic appearing host tissue on the outflow. Thick brown thrombotic appearing host tissue fills and stiffens all cusps on the outflow. Thick tan pannus extends over the sewing ring to the tissue and base stitching into all inferior coaptive areas and 1 to 2.5 mm onto all cusps reducing the inflow orifice area. Radiography shows trace mineralization in the host tissue adjacent to the left cusp. The DHR for this device was reviewed and no issues were shown that would have impacted this event. Conclusion: reduced performance of the device attributed to host tissue overgrowth and trace mineralization, conditions attributed to the patient. The device was explanted and replaced without reported adverse patient effect.